Event description:
The acumed sales representative reported, "the doctor was fixing a scaphoid fracture, broke 2 driver tips 3/4 of the way down. The procedure was completed using an easy out. There was a 60 minute delay due to the malfunctions and the patient remained stable."

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Acumed post market surveillance did confirm the reported incident with the acumed representative who was present at the surgery. The acumed representative did notify acumed with the information directly after the case concluded. Related reports (including this one): 3025141-2026-00294.